Event description:
It was reported that insulin squirted out during the manual prime followed by a33 alarm. No numbers appeared on the screen and no beeps heard. Drive support caps appeared to be damaged. Advised customer to return the insulin pump for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.